Event description:
It was reported that the insulin pump alarmed button error during infusion set change. The insulin pump was out of warranty. The customer's blood glucose was 19.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.